Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resister. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump kept going into rewind loop and was unable to exit the preparing to prime loop. Customer's blood glucose was 149 mg/dl. Customer reported the number appeared on the screen when asked to hold the act button. Customer was advised to monitor the device. Customer requested the device to be replaced. No further information reported.